Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg). Bg level was not provided. The customer reported ¿pump was not working¿. A pump log review was performed by tandem technical support, and it was found that a resume pump alarm was occurring at the time of event. Multiple attempts were made by tandem technical support to obtain additional information and to clarify if the resume pump alarm was triggered by the customer stopping insulin; however, no response was received.